Event description:
Pt is status post c3-4 corpectomy with c5-6 and c6-7 anterior cervical diskectomy with c2-c7 plating in 2005. Initially did well post op in 4/2005. Pt reported complaints of left-sided neck pain and was found to have dislodgement of their anterior cervical plate (suspect medical device) in 2005 pt was taken to or and found to have a c7 vertebral fracture. The anterior cervical plate was removed. The fracture precluded putting another anterior place back on. The pt underwent segmental posterior instrumentation from c2 to c7, posterolateral fusion, and allograft fusion. Pt was dismissed from the reporting facility 2 days later.